Event description:
It was reported that the patient is deceased and died approximately one month after a follow-up visit when the competitor's representative contacted the competitor's technical services indicating that the electrograms "appeared" to show intermittent capture on the atrial lead; also noted were decreasing p-waves. Atrial capture tests were performed at 1.25 volts and 6.0 volts, respectively, and the electrograms "looked the same." It was further indicated that the patient was "older" and in "pretty poor health" with "fluid build-up in the lungs," and that the patient would "probably not" have any intervention on the lead. The patient was "managed non-invasively." The patient was in hospice and the cause of death was listed as heart failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional attempts to obtain information regarding the atrial lead's function and if there was a relationship to the patient's death have been unsuccessful.